Event description:
Patient called to report product issues with his life2000 breathing machine. Patient stated he's had it about 6 months and it's never worked right. Patient stated the device is broken and doesn't stay in rhythm with his breathing. Patient stated he complained about the device not working properly to his doctor and the person who comes out to check on the device, but nothing was ever done. Patient stated he received a recall notice and would like someone to come take back the device as he has to pay rental fees for it, but it's recalled and not working.